Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during procedure performed on (B)(6), 2024. During the procedure, the clip was not released. The procedure was completed at this time. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip that was not released.